Manufacturer narrative:
An event of device deformity during implant was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Field indicated that a 14f sheath was used to deliver the device. Per the instructions for use, the recommended size delivery systems for use with a 38 mm amplatzer septal occluder are 12f and 13f.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 38mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a non-abbott delivery sheath. During implant the disc of the device took on a cobra shape. The device was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.